Manufacturer narrative:
(B)(4). No conclusion code available. The reported field events of noise and high pacing lead impedance were confirmed in the laboratory. Review of the programmer printouts noted high amplitude noise on the atrial and ventricular sensing channels. The device was tested on the bench and noise and high impedance were observed. The cause of the noise and high impedance was an anomalous capacitor on the hybrid. (B)(4).

Event description:
It was reported that patient was presented to the hospital with device exhibiting high pacing lead impedance and high frequent, high amplitude noise. Internal short circuitry was suspected. Device was successfully explanted and replaced. Patient was fine.